Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had a suspected infection at the lead site. Other symptoms were fever and nausea. The patient was prescribed antibiotics and also underwent a procedure to inspect the patient's back and check for embolism. The physician believed that the event was not device or procedure related. The patient was doing well following the procedure.